Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set had leakage. The following information was provided by the initial reporter: the adaptor is on as tight as can be and it is leaking from the blue spin collar portion of the optima adaptor.

Manufacturer narrative:
A sample package was received with no product in the packaging. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 72215n lot number 25013009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.